Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, non-sustained rv oversensing episodes were noted. The patient was asymptomatic. The device exhibited post-paced t-wave oversensing. Programming changes were made on the device.